Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caregiver reported a high readings issue with a customer's adc freestyle libre. On (B)(6) 2019, the customer experienced unspecified symptoms of hypoglycemia while sleeping, despite receiving high sensor scan results. No specific readings or comparisons were provided for the date of the event. A non-hcp caregiver administered fruit juice for treatment. No further treatment or intervention was reported. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Device manufactured date has been updated based on returned product download. Sensor (B)(4) has been returned and investigated. Visual inspection has been performed and no issues were observed. Data was extracted from the returned sensor using approved software. Sensor found to be in state 5 (indicating normal termination). The sensor plug was properly seated in the mount. Removed the sensor plug and inspected the plug assembly, no issue was observed. The sensor was reprogrammed and the current was applied to perform linearity testing while in the test fixture. All results were within specification. The reported complaint does not pertain to libre readers. Therefore, no further investigation into the reader will be required. A DHR (device history review) for the freestyle libre sensor and sensor kit was reviewed and the DHR showed the freestyle libre sensor and sensor kit passed all tests prior to release. All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show if the product has met specifications prior to release. No malfunction or product deficiency was identified.

Event description:
A caregiver reported a high readings issue with a customer's adc freestyle libre. On (B)(6)2019, the customer experienced unspecified symptoms of hypoglycemia while sleeping, despite receiving high sensor scan results. No specific readings or comparisons were provided for the date of the event. A non-hcp caregiver administered fruit juice for treatment. No further treatment or intervention was reported. There was no report of death or permanent impairment associated with this event.